Manufacturer narrative:
Device evaluation in process.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump "failed accuracy by -9.75%". No reported adverse effects.